Manufacturer narrative:
Additional information (device evaluation) can be found in the following sections: d9, h3, h6 and h10. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported error on usm per review of logs but was not reproduced on returned unit during in-house testing. The usm passed on in-house system and psc fixture test platform (pftp) testing without reporting any relevant faults or errors.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. To correct the issue, fse replaced the universal surgical manipulator (serial# (B)(4). Following service, the system was tested and verified as ready for use. Isi has not yet received the replaced usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video clip for the reported event was submitted to isi for review. Event verification via logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using system sk1059 matching the documented event details. The logs were reviewed/analyzed as part of the isi tse investigation. This complaint is being reported based on the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical with lymphadenectomy surgical procedure, an error 23062 occurred on universal surgical manipulator (usm) 3. The user contacted ab medica technical support engineer (tse) for assistance. Tse instructed the user to hard power cycle the system. However after doing so, the error returned. The surgeon decided to proceed with the procedure without usm3. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the user confirmed system functionality was checked upon powering on the system. When initially powered on there were no errors observed. The procedure was completed with 3 arms with no report of delay. The site declined to provide patient related information.